Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2026-00087.

Event description:
It was reported that two pathfinder closure tops were damaged during a surgery, with the inner hexagon stripped on one and the thread broken on the other. There was a 30 minute delay but new closure tops were available for use, and there was no patient or procedural impact. This is report two of two for this event.